Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing via a wide qrs. The patient had not been taking the prescribed medication. Technical services advised some programming options. Later, the patient had another inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Technical services recommended some programming options. The device sensing vector has now been reprogrammed. There were no adverse patient effects. The device remains implanted.